Event description:
It was reported that this implantable lead was part of system revision due to infection. No additional adverse patient effects were reported. The implantable lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the electrode was returned intact and not severed. Visual inspection revealed bubbles but no cracks in the notch area next to the sense b electrode. The setscrew marks were in the correct location and the electrical continuity testing confirmed the conductors were intact, and a hipot test passed. The x-ray was performed with no issues noted. Analysis of the returned product is not able to provide relevant information for infection-related allegations. This supplemental report is being filed to correct the d9: device avail for eval; d9: device return date; g2: report source; h2: follow-up type; and h3: device eval by manufacturer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable lead was part of system revision due to infection. No additional adverse patient effects were reported. The implantable lead was explanted.